Manufacturer narrative:
Additional information has been received regarding retainer ring recall which was not included in the initial report. So, the recall details were updated in sections h7 & h9. Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was monitored and no rewind anomaly and missing segment during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump trace download analysis confirmed the pump alarmed a normal low battery alert on 09/27/2024 20:07:37.000, ['fault 6: []', "fault 104: ['10/27/2024 06:46:01.000'] low battery alert (104). No unexpected low battery alerts listed in the pump trace download. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. No battery alerts with dates and times for the event date. Insulin flow blocked alarm found in the formatted history file on the event date: 09/17/2024 05:47:38.000 normalbolusdelivered systemtime = 09/17/2024 05:47:38.000 bolusprogrammingmethod = bolus wizard bolusnumber = 209 presetbolusnumber = 0 normalbolusamountprogrammed = 4.9 bolusamountdelivered = 4.9 unit was cut/open and inspected no moisture damage or component damage found inside the pump. Tested with a test p-cap and the test p-cap locked in place properly. Unit perform visual inspection and pump received with cracked retainer, pillowing keypad overlay and cracked keypad overlay. No delivery alarm/occlusion not confirmed. Charge/battery lasts less than expected not confirmed, failed batt test not confirmed, missing segments/partial display not confirmed and rewind anomaly not confirmed. Scratches on the screen not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced missing segments/partial display, damage (physical or cosmetic), failed battery test, charge/battery lasts less than expected, no delivery/occlusion alarm, rewind anomaly, occluded. The customer reported no adverse event. The event involved product(s) mmt-1780kpk, mmt-332a, mmt-397. Troubleshooting was partially performed. Customer reported a past insulin flow blocked alarm. Customer reported pump was dropped/bumped and/or pump has possible physical or cosmetic damage. Customer reported an issue with the pump display. No harm requiring medical intervention was reported. It was unknown whether the customer will continue to use the insulin pump. No product return is required for mmt-1780kpk. No product return is required for mmt-332a. No product return is required for mmt-397.